Event description:
Additional information received confirmed that programming changes made.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead and the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing resulting in inappropriate automatic mode switch. No resolution was performed. The patient condition was stable.